Manufacturer narrative:
(B)(4) - no consequences or impact to patient, lens flipped in eye. Device not evaluated by manufacturer. Lens not returned. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4) - no consequences or impact to patient, lens flipped in eye. Device not evaluated by manufacturer. Lens not returned. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation: results - (B)(4) (other): visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions - (B)(4) (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4) - no consequences or impact to patient, lens flipped in eye. Device not evaluated by manufacturer. Lens not returned. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens but removed the lens during the same surgery due to the lens flipped in the patient's eye. The lens was removed with no patient injury and the back-up lens was implanted.